Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1021658, medical device expiration date: 01/21/2021, device manufacture date: 12/31/2025. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that several syringe 50ml ll tip 1ml 2 oz in 1/4 oz had foreign matter in them. The following information was provided by the initial reporter: "three syringes contents of syringe was filtered to remove foreign matter that was inside the barrel and the fourth syringe had a white spot on the inside of the barrel."